Manufacturer narrative:
Investigation summary: a complaint of a filter being broken in packaging was received from the customer. Two samples were returned for investigation. Through visual inspection, it was observed that the top half of the sets had separated from the filter. Only one of the filters were returned. On the two upper halves of the set, solvent could not be seen at the connection site. It could not be seen at the connection site of the one filter as well. Component damage was not confirmed, however separation was confirmed as the defect. A device history record review for model 10013902 lot number 21069794 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the separation is lack of solvent added to the connection site, causing the set to be easily separated.

Event description:
It was reported when using the ext set .2 mf low sorb there was a damaged/deformed product - device is operable. The following information was provided by the initial reporter. The customer stated: "the filter is broken. Rn noticed the filter is broken during flushing the line with n/s. Rn noticed the filter was broken as he removed it from packaging.